Event description:
The user facility reported that they had experienced a microperforation and bleeding on a patient where the forcep had been used in conjunction with colonoscopies performed without cautery. The facility reported that the biopsy sample was extended into the muscularis propria. During follow-up with this customer regarding this event, they had reported that they had other unspecified occurrences of bleeding or hematomas at sample sites which required the use of endoclips, electrocautery or injection to address.

Manufacturer narrative:
The device referenced in this report was not returned to the company for investigation. The reporting physician stated that the forceps involved in this case were discarded. The cause of the user's experience cannot be determined due to the absence of the device for investigation. This information has been forwarded to the original equipment manufacturer for investigation. If additional information becomes available at a later date, a supplemental report will be submitted.